Manufacturer narrative:
Olympus detected this issue with a returned olympus asset during device inspection and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer returned ultrasonic gastrovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, the plastic distal end cap had multiple cuts on pink probe. The investigator indicated the most likely cause of multiple cuts on pink probe was due to component failure. There was no patient involvement.